Event description:
Anesthesia physician inserting epidural. Pump extension set required. None of the extension sets from this lot number would work. High pressure alarm. Together he and pharmacy technician discovered issue, and switched to different lot. Other lot numbers worked fine. Product will be on hand for inspection for a few days before returning to mfg. Dates of use: 2009. Event abated after use stopped: yes.